Event description:
Potential for injury associated with a tdxsc2-cg power chair not turning off. This event could cause the product to make unintended and erratic movements and possibly cause injury to the user and/or bystander.